Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room approximately one month post implantable pulse generator (ipg) system implant, with possible infection in device pocket. There was inflammation around the pocket. The ipg system was removed. A leadless pacemaker was implanted two weeks later. No further patient complications have been reported as a result of this event.